Event description:
It was further reported that proximal to mid left anterior descending lesion being treated was diffuse. The 2.5x32mm taxus liberte stent was inflated to 12atms for 25 seconds. Plain old balloon angioplasty, inflated to 2 atms, was performed with an unspecified 2.25mm balloon, due to an occlusion in the septal branch. No patient complications were reported for the index procedure. Residual stenosis after treatment was 0%. Timi flow pre and post procedure was 3. The patient was discharged 4 days post the stent implantation procedure. Angiography identified stent thrombosis in the taxus liberte stent. At the time of the event the patient had been on aspirin and clopidogrel antiplatelet therapy. Creatine phosphokinase (cpk) was found to be elevated. An anteroseptal myocardial infarction occurred. The patient status is stable. The physician feels the thrombosis is related to the taxus stent.

Manufacturer narrative:
Patient sex - corrected from male to female. (B)(6). (B)(4).

Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. The lesion being treated was located in the severely calcified proximal to mid left anterior descending (lad) artery. The lesion was predilated with a 2.25mm non-bsc balloon. Ivus was performed. A 2.5x28mm non-bsc stent was implanted in mid to apical lad and 2.5x32mm taxus liberte stent was implanted in the proximal to mid lad. Post-ivus was performed confirming the taxus liberte stent was not completely 'inflated' due to calcification. Post dilatation was performed with the stent delivery balloon. Ivus was performed again revealing calcification remained, but the stent was 'inflated'. Five days post the stent implantation procedure, the patient complained of chest pain. Stent thrombosis was confirmed in the lad, from the ostium through the implanted stent. Thrombectomy was performed and inflations were made with a 1.5x10mm and 2.5x15mm non-bsc balloon. Additional information was requested, but not available.

Manufacturer narrative:
Patient age at time of event: over 18 years. Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).